Event description:
Device 2 of 2. Ref MFR report: 1627487-2012-02280. It was reported the pt was not receiving effective stimulation coverage. The physician explanted and replaced the pt's right lead allegedly for better coverage. It was reported the pt's left lead was not moved during the procedure.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.